Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 246 mg/dl and 106 mg/dl on the suspect device. Reporter noted that pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.